Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: lost of external power. Ac power indication not showing in the machine . Failure occurs during the general check. The patient was not involved.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: lost of external power ac power indication not showing in the machine failure occurs during the general check. The patient was not involved